Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional, via a manufacturer representative, reported the patient had urinary retention with the trialing lead. The trialing lead was removed because of a suspected infection. The crp was normal. The patient recovered from the urinary retention during the trial period.

Manufacturer narrative:
The device code (B)(4) no longer applies. The conclusion code has been updated.

Event description:
Additional information from the hospital, via the manufacturer representative, reported there was no connection between the devices and the urinary problem. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.